Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, missing shell, and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken crease opening on radius and stress marks. Based on the device analysis the final assessment was a sharp broken crease opening on radius assessed as fold flaw opening, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.